Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high defibrillation impedance and failure to convert rhythm on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Correction: please correct the report 2017865-2024-01401, the same issue was previously reported in 2017865-2023-94045 under serial number (B)(6).